Event description:
A report was received from (B)(6) that stated the balloon on the tracheostomy tube became loose after two days of use. The pt was then reintubated. There was no report of pt injury.

Manufacturer narrative:
A sample of was received for evaluation, but no lot number was provided. A visual inspection was performed, and it was observed the inflation line is broken at the area where it bonds to the flange. It is detached from the cannula, and part of the inflation line is still attached to the tube. It was observed as well that the cuff is assembled properly at the cannula. The failure mode broken inflation line was confirmed. (B)(4).

Manufacturer narrative:
Covidien has requested that the device be returned for investigation. (B)(4).